Event description:
It was reported that a patient had previously had a prodisc c implant placed on an unknown date by an unknown surgeon. The patient had continued pain, posterior fusion was completed prior to removal but pain continued. A pdc removal was completed on (B)(6) 2022. The pdc was replaced with an iliac crest. It was reported that there was no problem of malfunction of the device and that the patient's symptoms were not caused by the device.

Manufacturer narrative:
It was reported that a patient had previously had a prodisc c implant placed on an unknown date by an unknown surgeon. The patient had continued pain, posterior fusion was completed prior to removal but pain continued. A pdc removal was completed on (B)(6) 2022. The pdc was replaced with an iliac crest. It was reported that there was no problem of malfunction of the device and that the patient's symptoms were not caused by the device. A review of the device history record could not be completed as the part number and lot number of the implant were not provided. Complaint trending found that the rate of complaints to be at the lowest possible rate of improbable. The risk assessment found that the harms associated with the complaint are identified and mitigated to a level where the benefits of the surgery outweigh the risks. A device evaluation could not be completed as the pdc implant was not returned for evaluation as the patient requested to retain the implant. The investigation found no anomalies associated with the complaint. The removal is confirmed but the cause of the complaint is unknown. This report is for 1 of 1 devices involved in this event.